Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge resection, the stapler was able to fire, but there was a poor staple line. It was stated that tissue was not too thick. It was also stated that the gear of the stapler was broken and they heard a big sound when firing. It was stated that there was oozing and unanticipated tissue loss. The surgeon used new staples to complete the case.